Event description:
Information received from the (B)(6) clinical database.treatment of a left unruptured p-comm (posterior communicating) artery sidewall aneurysm measuring 19mm x 12mm. It was reported that the patient underwent pipeline embolization on (B)(6) 2011 and was admitted to the hospital a couple of months later due to a right sided weakness. Imaging showed infarcts likely caused by discontinuation of antiplatelets resulting in a delayed thromboembolic event.it was reported that the patient's condition resolved on (B)(6) 2011

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).